Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event occurred between (B)(6) 2017 and (B)(6) 2018. The patient was in the intensive care unit receiving arterial pressure monitoring. It was reported that the pressure tube from the pressurized inlet disconnected and the monitor alarmed immediately. The device was replaced with no further problems encountered. There was no harm to the patient.

Manufacturer narrative:
One (1) used partial transpac it set with lot# 3451008 was evaluated. There was an arterial tubing separation between the 79.5" tubing and the male luer. An incomplete solvent ring was observed around the end of the tubing indicating the tubing had inadequate solvent. The female luer on the other end of the 79.5" tubing was pull tested and passed specifications. Five (5) representative same lot samples were functionally tested and all samples met specifications. A device history record (DHR) review was completed on the final assembly, subassembly, and relevant molded parts and no relevant non-conformities were noted. ICU medical, through continuous initiatives has initiated a multi-task team and reviewed the assembly process of this subassembly. Subsequent to the initial medwatch report, manufacturing site was updated to reflect the legal manufacturing address instead of the address of the contact office.